Manufacturer narrative:
On 1/24/2021, bwi received additional information regarding the event. The patient was an 80-year-old female. Patient¿s condition had improved after the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review, it was identified that the concomitant products were mistakenly omitted from the initial report. The products have been added to this report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30415076m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Approximately 30 minutes since ablation was initiated, during left pulmonary veins (lpv) ablation, blood pressure was dropped. Pericardiocentesis was conducted and blood pressure was stabilized. The physician¿s commented that since patient was an elderly person, fibrosis of blood vessels and myocardium may have progressed. The physician did not believe that there was a product issue: the physician blamed his own technique. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event may be life threatening it is MDR-reportable.